Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 2ml sterile disposable graduated concentric luer slip syringe air bubbles appeared and the product leaked. There was no report of patient impact. The following information was provided by the initial reporter: the plunger of this syringe does not adhere to the wall of the syringe, which does not facilitate the aspiration of the product, but when injecting it intra-articularly, it causes air bubbles in the latter and a leakage of the product. Intra-articular injection, this causes air bubbles in the syringe and a leakage of the product along the piston. Along the plunger.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Retain samples were reviewed and no leakage were observed. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported while using bd discardit ii 2ml sterile disposable graduated concentric luer slip syringe air bubbles appeared and the product leaked. There was no report of patient impact. The following information was provided by the initial reporter: the plunger of this syringe does not adhere to the wall of the syringe, which does not facilitate the aspiration of the product, but when injecting it intra-articularly, it causes air bubbles in the latter and a leakage of the product. Intra-articular injection, this causes air bubbles in the syringe and a leakage of the product along the piston. Along the plunger